Event description:
Reference MFR. Report#: 3006705815-2019-01910. It was reported that the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2019 wherein the leads were explanted and replaced thus resolving the issue.